Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported device damaged by another device (dislodged) was due to user technique/procedural conditions as the second clip interacted with an already implanted clip. The reported incomplete coaptation (intraprocedural) was cascading effect of the reported device damaged by another device (dislodged). The reported poor image resolution was due to challenging anatomy and procedural conditions. The reported unexpected medical intervention (additional mitraclip/triclip procedure) is a result of case specific circumstances as another clip was implanted to stabilize the single leaflet device attachment/slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported device damaged by another device (dislodged) was due to user technique/procedural conditions as the second clip interacted with an already implanted clip. The reported single leaflet device attachment/slda (intraprocedure) was cascading effect of the reported device damaged by another device (dislodged). The reported poor image resolution was due to challenging anatomy and procedural conditions. The reported recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: removed health effect - clinical code 4582.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2022, echocardiogram was performed showing mr increased to 2-3. A second mitraclip procedure was performed on (B)(6) 2022. One clip was implanted stabilizing the slda clip from (B)(6) 2021. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nt clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was challenging. The ntw clip was implanted successfully. To further reduce mr, an nt clip was advanced, the nt clip came in contact with the ntw clip and the ntw clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Grasping attempts with the nt clip was difficult, the nt clip was not implanted and was removed. An ntw clip was implanted lateral stabilizing the slda clip. Mr was reduced to 1+. The patient was stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.